Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) walked the customer through removing the endoscope then rotating the endoscope base 180 degrees and clearing the guided tool change. After doing so the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an inverted image on the system. The procedure was completing as planned with no reported injury.